Event description:
The customer observed a (B)(6) result while using the (B)(6). The customer indicated the patient was (B)(6) when tested using (B)(6) analyzer. No specific patient data was provided. No adverse impact to patient management has been reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return material was not available. The data provided by the customer was reviewed and it indicated that confirmation testing performed in another lab gave a final result of (B)(6), which is the same result observed when using the (B)(6). A tracking and trending report review did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the (B)(6), was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.